Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 410 mg/dl. The customer's blood glucose has been high for the past few hours. The customer treated via insulin pump bolus prior to the call; he also administered another bolus during the call. Troubleshooting was declined. No products were returned or replaced.